Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 142 and 178mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is last month. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:177mg/dl date: (B)(6) time:10:05 am fasting; result 2:216mg/dl date: (B)(6) time:1:24am fasting; result 3:256mg/dl date: (B)(6) time:1:24am fasting result 4:157mg/dl date: (B)(6) time:9:58pm fasting; result 5:192mg/dl date: (B)(6) time:1:02am fasting.